Manufacturer narrative:
UDI #: (B)(4). The application support manager (asm) was on site giving surgery support. Asm noticed suction loss possibly occurred due to technician leaning on chair during ifs flap creation. Asm discussed this issue with the doctor and technicians and emphasized on the importance of not leaning against chair to help prevent suction loss. Asm checked the delta values on the unit, which were z = 0 at 100, 200, 300, and 400 micrometer (um). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during a surgery support visit, suction loss occurred on a (B)(6) yr male patient's left eye (os) during femtosecond laser (ifs) raster pattern. The doctor aborted case after re-attempting suction multiple times. The doctor attempted suction using a new pi suction ring and was unable to attain suction. It was reported that the procedure was aborted and it was to be re-scheduled for another date. There was no loss in vision reported.